Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not needed to be dispatched to the customer site to further investigate the reported event. The fse obtained the information that the customer replaced the blue fiber cable, used the spare blue fiber cable and the system worked well. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the unit.

Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia ipom surgical procedure, there was a, "fiber cables require cleaning" message displayed on the screen. The customer also informed there is a self-test in progress message displayed on the screen and the vision side cart (vsc) power button is flashing blue. System logs confirm blue fiber communication errors pointing to the fiber connection from the vsc (3rd port from the top) to the patient side cart (psc), as well as from the video processor (vp) to core. The technical support engineer (tse) has the customer perform a hard system reboot and reseat of system blue fiber cables, as well as reseat the grey fiber from the core to the vp. The system powered back on, and the fiber cables require cleaning message was still present, pointing to the fiber connection from the vsc (3rd port from the top) to the psc. Tse had the customer power off the system, move the blue fiber connection from the vsc (3rd port from the top) to the top port, and reseat the blue fiber connection at the psc. The system rebooted and the message persisted, now calling out the fiber connection from the vsc (top port) to the psc. The customer does not have a spare fiber cable. At that time, the customer informed they are going to complete the case laparoscopically and was unable to troubleshoot further. A field service engineer (fse) to follow up.